Event description:
It was reported that a flipped bit due to the patient¿s radiation treatment was causing question marks to be displayed on the interrogation report instead of data. The flipped bit will self-correct and diagnostic data will be visible. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data was collected from the device and was analyzed. Programmer s2d data shows "invalid data" for rate histograms chart on (B)(6) 2013. (B)(4).